Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and refraction (functional) verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+4.5/090 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different power lens and the problem was resolved. The cause of the event was due to patient-related factor and the device did fail to perform as intended.